Event description:
The customer reported that the system had an x-ray disabled error and would not boot up. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.